Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump alarmed an error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a scratched lcd lens, bubbled downstream sensor seal and a worn upstream sensor seal. The tamper seal was removed. Review of the event history log (ehl) showed multiple system faults. A functional test was performed and the reported issue was not duplicated. Could not verified that the pump had a red screen with error 41541. Pump powered on normally with no errors. However multiple evidence of error code 41541 was found in the event history log. As a result, the latch lock flex was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.